Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 39.5 cm to 40.0 cm from the distal end, due to friction with device can. The outer coil was exposed in the same area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was explanted and replaced.